Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler could not turn on during power up, the display was blank. The patient was connected during the incident. There was no power outage nor an outlet issue. The power cord was securely plugged in. There were no sound the buttons were pressed. The patient switched the cycler on and there was no light on the keys. The caller stated this was the first night using the machine. A noise similar to a grinding noise was found during fill 1. The fresenius technical support representative advised the patient this is an out of the box failure and the cycler would be replaced. There was patient involvement however there was no harm or adverse event reported. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of particulates within the cassette area. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2351 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. There were visual indications of dried fluid under the pump assembly on the bottom cover. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. Mushroom head check passed. Voltage verification check passed. Valve actuation test passed. System air leak test passed. Teach pumps check passed. A pre-accelerated stress test simulated treatment was performed without any failures or problems. The sound (noise) emitted from the cycler during the test treatment was normal. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.